Event description:
The device was used during a gastric bypass procedure. Reportedly, the difficulties were experienced removing the device from the application site. The surgeon manually manipulated the device free without patient injury.

Manufacturer narrative:
The difficulty experienced was attributed to the cam spring which disengaged.